Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Instrument performance was assessed and no specific issue was found. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample one (1) additional time on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained one (1) lower result but which was still above the assay's normal reference range. Due to these elevated access accutni+3 results, the patient was administered heparin as part of the hospital's cardiac protocol. The customer repeated the sample on the laboratory's access 2 immunoassay access clinical system (serial number not provided) and obtained a lower result within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a green plasma tube and was centrifuged for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.